Event description:
It was reported that after use of the bd saf-t-intima IV catheter safety system malfunctioned as the needle did not retract into the safety device. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A device history review was conducted for lot number 8093508. The reported lot was manufactured on april 14, 201, and this is the only instance of a needle retraction failure occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The samples submitted by the facility were evaluated and successfully activated following the instructions for use included in the packaging of the device; at this time, the root cause for this complaint cannot be determined to be associated with the manufacturing process. Bd will continue to track and trend for this issue. In case any emerging trend is detected, further actions will be taken if necessary. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd saf-t-intima¿ IV catheter safety system malfunctioned as the needle did not retract into the safety device. There was no report of exposure, injury or medical intervention needed.